Event description:
In 2008, the pt reported he could not smell insulin in the cartridge chamber of his insulin infusion device. He said he has spilled trace amounts of his insulin in the cartridge chamber on occasion which he was dried out with a cotton swab. He stated his infusion device is not working at all now. He said three days ago, while he was changing a cartridge, the piston rod stopped in the middle of the cartridge and made a grinding noise. He changed to a new battery and tried to retract the piston rod again, but it stayed in the same spot and continued making the grinding noise. He said he switched to his backup infusion device. During the call, the pt tried another new battery but the primary device's screen was blank and the device beeped constantly. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.